Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Complaint list was review; no complaint from the user facility for the subject guide wire was received. The device was not returned for investigation. Investigation of the production record could not be performed as lot information was unavailable. Although device investigation and lot history review could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of product deficiency. There was no information regarding device failure in the literature. The authors mentioned: "despite improvements in tools, the incidence of arterial injury has not improved. Recently, challenging tace cases have increasingly been performed using an advanced microcatheter and microguidewire system. This may be why the incidence of arterial injury has not decreased despite the progress in device technology." Thus, it was presumed that the reported patient harm might be attributed to anatomical condition and manipulation technique of the authors. Instructions for use states: - [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; and, - [malfunction and adverse effects] vessel damage.

Event description:
According to a literature titled "arterial injury during transcatheter arterial chemoembolization for hepatocellular carcinoma: predictors of risk and outcome" in the abdominal radiology (2017, 42:2544-2550), a total of 2219 taces were implemented in 906 patients from 2005 through 2015. Of those, iatrogenic arterial injury occurred in 38 cases or 35 patients (24 males, 11 females, average age 71.8 years old). Injury rate was 1.7 %. Multiple devices were used in this study and an asahi 0.016 inch guide wire was one of them. No information was available regarding what device caused or contributed specifically to iatrogenic arterial injury. It was concluded that a possibility that the asahi guide wire might cause or contribute to iatrogenic arterial injury could not be completely ruled out.